Event description:
The customer reported that following a renal arteriogram procedure in 2000, the physician gave approval for a tech who had been trained to deploy vasoseal es. The tech stated difficulty retracting the j segment and suggested aborting procedure as had been trained. The physician intervened and re-attempted to deploy the vasoseal es. The physician stated that the j segment retracted with no effort so he proceeded with the deployment and deployed two collagen plugs. The pt was transferred to the floor and when the nurse checked pt's pulses, she noticed an absence of pedal pulse. The pt was taken to the cath lab for a femoral arteriogram which clearly showed an occlusion of the right femoral artery. The physician then attempted to snare the collagen and successfully removed the bulk of two collagen plugs. At the time it was perceived that some of the collagen had migrated to the popliteal artery, so the pt was transferred to surgery for intervention. The pt is doing well with no further complications.